Event description:
It was reported "catheter spliced point". No pt symptoms or outcome was reported. The precise catheter malfunction was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Results code refers to the catheter.